Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a stone removal procedure. According to the complainant, during the procedure, the device was unable to conduct electric current. The procedure was completed with the same generator, same active cord, and a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device was disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.